Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results two hours after meals is below 150 mg/dl. Testing performed (once /twice/three times) daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call ((B)(6) 2015; 10:29pm) with results of 439 mg/dl and 478mg/dl (fasting / before meal/ after meal). Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 09/25/2017 and open vial date is within 120 days. Recall test results performed two hours after meals from meter memory (date/ time not correct): (B)(6); na - 542 mg/dl; (B)(6); 10:31pm - 508 mg/dl; (B)(6); na - "hi"; (B)(6); 10:52pm - 170 mg/dl; (B)(6); 02:59pm - 128 mg/dl. Based on the "hi" results seen in the memory, the complaint is reportable. Adverse event not reported.